Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device shut down at 1830 and the patient required albumin and blood pressure medications to be increased due to a decreased blood pressure to the 60's. It was noted that the device use was initiated at 1430. Although requested, not further event details provided.